Event description:
Plaintiff alleges suffering from type I latex allergy from exposure to latex exam gloves. Further alleges that as a result of this sensitization, she suffered from rhinorrhea, allergic rhinitis, coughing, wheezing, chest tightness, tachycardia, tingling of the mouth, difficulty swallowing and uriticaria. She also alleges severe emotional distress and an inability to engage in her normal activities.